Event description:
The pt reported experiencing elevated blood glucose. She reported that she is being treated with hormone therapy due to menopause. She stated that in 2009, each time she bolused the infusion device did not deliver the insulin. She stated that at 8:00pm, the infusion device began to beep and no alert or error message was displayed and there were letters and numbers all over the display. She changed the battery and letters and numbers continued to be displayed all over the screen. At 9:00 pm, her blood glucose measured 186 mg/dl and she disconnected from the infusion device and injected insulin. At 12:00am, she injected 10 units of insulin. At 12:45am, her blood glucose measured 346 mg/dl and she again injected insulin. At 8:30am in the next day, her blood glucose measured 265 mg/dl and she tested the infusion device and stated it seemed to be working. She bolused and ate breakfast and at 9:45am, her blood glucose measured 411 mg/dl. Her normal blood glucose range is 80-150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.